Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking a black substance during a surgical procedure. The case was completed successfully. There were no adverse consequences reported as a result of this event.